Event description:
Three (3) piece of the multi vector distractor assembly were assembled incorrectly. The activation nut was not engaged in the clamp. The nut had to be turned off the arm in order to get it engaged properly. The distractor was applied to a bone model.